Manufacturer narrative:
The date of event could not be specified by the dentist; however, the dentist stated it was in (B)(6) 2018. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced allergic reaction while using astron clearsplints device. The patient developed blister and swollen lips while wearing the device. Upon experiencing the reaction, the patient stopped using the device and the reaction went away after half of an hour. There was no treatment given for the reaction. The patient was reported to be doing fine. Per provided information, the patient has known plastic allergies. The doctor advised that patient experienced reaction to plastic bottles and lipsticks in the past. The patient has no relevant medical pre-existing condition. The dentist did not make any adjustment to the device. The device was cleaned with warm water before delivering to the patient. The patient cleaned the device using organic soap and water.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean and yellowish due to normal usage; however, without any color additives. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.